Event description:
Tourniquet applied to right thigh and after esmark bandage applied turned on at 350 setting - during the procedure, one of the hoses that is connected at the cuff popped off - it was replaced but kept popping off - deflating the tourniquet every time.